Event description:
It was reported the pt had stimulation in his ribs, and was no longer receiving stimulation where needed. The sjm representative met with the pt and reprogramming was unable to resolve the issue. It was reported three contacts exhibited low impedances. Follow up identified the physician was ordering a cat scan to assess the lead location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.